Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The drill but snapped in half.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted in 2011. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Complaints will be monitored under sep 419 post market surveillance. The provided date code a1203 indicates the instrument was manufactured in december of 2003 and is over 12 years old. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.